Event description:
It was reported that per wo, there was a crack in the bottom left side of the bezel in an arctic sun device. The processor circuit card screw, loop strap and wing nut are missing. During pre-calibration the unit had low flow in bypass, so the flow meter was replaced.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. Submitting the investigation details as additional information. The reported issue was confirmed. The root cause identified as a flow meter failure. The device was evaluated upon receipt. It was confirmed that the unit had low flow in bypass. Flow meter was replaced. The arctic sun 5000 was functionally tested (heats above 30°c and cools below 6°c and is stable at 28°c with a flow of 1.8 l/m with -7.0 psi in bypass mode), and electrical safety tested. The unit passed all tests, is functioning properly and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. No additional actions are needed. Correction: h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a flow meter failure. The device was evaluated upon receipt. It was confirmed that the unit had low flow in bypass. Flow meter was replaced. The arctic sun 5000 was functionally tested (heats above 30°c and cools below 6°c and is stable at 28°c with a flow of 1.8 l/m with -7.0 psi in bypass mode), and electrical safety tested. The unit passed all tests, is functioning properly and is ready for use. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. See the attached investigation closure memo for more information. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per wo, there was a crack in the bottom left side of the bezel in an arctic sun device. The processor circuit card screw, loop strap and wing nut are missing. During pre-calibration the unit had low flow in bypass, so the flow meter was replaced.